Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant medical products: 4024-52 lead, implanted: (B)(6) 1993. (B)(4)

Event description:
It was reported that during implant, after the existing leads were connected to the device, there was undersensing of p-waves. The markers were checked using a programmer and it was noted that no marker was observed. The clinician turned off the implant detection and the operation was adjusted to atrial sense ventricular pace (asvp). The device remains in use. No patient complications have been reported as a result of this event.